Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that both the right ventricular (rv) and the right atrial (ra) leads dislodged and was confirmed on x-ray. High thresholds was also noted on the ra lead. Patient had large breasts and it was believed that they contributed in pulling back of both leads. Both leads were repositioned and remains in use. The patient's breasts were taped down to reduce the chance of leads dislodging caused by the downward pull of their breasts. No patient complications have been reported as a result of this event.